Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2013 a perceval pvs25 was implanted as part of the sure-avr trial. On (B)(6) 2018 the device was explanted due to severe stenosis as reported by the sure-avr clinical registry. A livanova device was not implanted as a replacement.

Manufacturer narrative:
Date explanted is (B)(6) 2017, not (B)(6) 2018 as originally reported in the event description.

Event description:
On (B)(6) 2013 a perceval pvs25 was implanted as part of the sure-avr trial. On (B)(6) 2017 the device was explanted due to severe stenosis as reported by the sure-avr clinical registry. A livanova device was not implanted as a replacement.